Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The caregiver (cg) stated that the home patient (hp) pressed go, after the hc started alarming and then connected himself. The technical service representative (tsr) explained the alarms and had the cg cycle power twice to clear them. The tsr then explained that the supplies were compromised and the cg would need to set up with new supplies again. The tsr then advised the cg to call the registered nurse (rn) in the next 24 hours and let her know what happened. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding a system error 2240 alarm. The cg stated they got the alarm at the time that the homechoice (hc) would have stated connect yourself and the cg stated the home patient (hp) connected. Ps advised the cg that if the hc alarms with a 2240, it is not advised to connect as there is air in the set. The cg understood. They started over with new supplies and the hp resumed therapy on the cycler. The hp did not contact his peritoneal dialysis nurse (pdrn) about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because patient reported pressing go prior to connecting himself, which is a use error that can cause a system error 2240 alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.